Event description:
It was reported that there was noise causing pacing inhibition. Oversensing and lead fracture were also reported. It was also reported that there was premature battery depletion. The lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead implanted: (B)(6) 2005; 5568-53 lead, implanted: (B)(6) 2000. (B)(4).